Event description:
It was reported that a small volume intermate had particulate matter in its bladder. This was identified after filling with ceftazidime and before patient use. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The device was manufactured from march 18, 2014 to march 19, 2014. Evaluation summary: the used device was received for evaluation. During visual inspection a solid white particle measuring approximately 1.28 mm in size was observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particle to be acrylic material. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.